Event description:
It was reported that a metal piece was found in the patient body when x-ray was checked after procedure. Then, the device was inspected and it was found a cutter breakage. The procedure was extended 60 minutes. No patient injury reported.

Manufacturer narrative:
Device received for evaluation.

Manufacturer narrative:
Suture cutter was returned for evaluation. Visual assessment confirmed the reported complaint of breakage. A piece of the internal cutting edge has broken off and was not returned. The device was evaluated by the vendor and the complaint was confirmed. The vendor concluded that the condition of the device indicated it was used to cut a material stronger than the device was intended for.